Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract surgery with intraocular lens (iol) implant procedure, on (B)(6) 2025 the patient visited the hospital with a feeling of pressing pain and the visual acuity was 0.8. On (B)(6) 2025, after taking an internal medicine, the pain subsided, but the patient reported a gritty sensation and blurred vision. The visual acuity decreased from 0.8 to 0.3. Patient may be using eye drops. There was no plan for removal and patient was under observation. Additional information has been requested and received, stating that on (B)(6) 2025 pressure-like eye pain started around 2:30 am. Patient treated with corticosteroids 15 mg. On (B)(6) 2025 pain was not relieved by oral medication. Patient feels foreign body sensation. Patient administered oral steroids. Eye drops may also be administered.